Event description:
It is reported that the device was implanted in 2007. It was discovered that an incorrect sized tibial artical surface was implanted in the patient. The surgeon will observe the patient's progress.

Manufacturer narrative:
Color coding chart shows that the compatible surface for the size e minus femoral and size 4 tibia is the surface marked yellow. The stripped yellow surface is not the correct size surface. No product was returned for review. Device history records indicate manufacture to specification.